Event description:
Caller reported a malfunction on the pump, displaying a non-resettable malfunction code, which occurred after the pump got slightly wet during swimming. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy.